Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was on disconnected mode. A technical support specialist confirmed with the customer that the device displayed a disconnect mode icon then troubleshot the issue and identified an error starting grpc call within the data synchronization logs, completed knowledge article (medstation es-full sync failure post 1.7.4 upgrade - error starting grpc call) to address the issue, after which the customer verified the device was resolved then per knowledge article (medstation es-full sync failure post 1.7.4 upgrade - error starting grpc call) ran package, reset ecc curves gpo build 7 to all medstations within the health idn excluding pas devices and advised that the package would fully install after reboot completed, the manual process for each cii safe es device within the health idn and rebooted each cii safe es device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that station sscor was on disconnected mode. The customer had restarted the device several times, but it continued to fail. However, there were no delays or adverse events or injuries reported based on this event.